Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received wrapped in gauze in a tray for the report of leaking. The returned samples were visually inspected. Two samples were non-conforming with torn septums and one sample was non-conforming with a valve that did not close. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported leakage occurred in 2 out of 3 valved trocars during a vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information was provided.